Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The mother reported via phone call that they experienced high blood glucose due to the battery died. The mother stated that they were not sure if the insulin pump alerted them to change battery. The customer's blood glucose was unknown at the time of incident. Troubleshooting did not occur. The insulin pump will not be return for analysis.